Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: mar 16, 2021 section h3: device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Haptic damage (bent) was observed, but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation is required. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, no product malfunction or deficiency could be identified, and no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. If implanted, give date: lens was removed/replaced in the initial surgery. If explanted, give date: lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not load correctly and the haptic got bent. The lens was fully inserted, but removed and replaced in the same procedure with another lens. There was no patient injury and no medical intervention was required. The patient is doing fine post-operation. No further information is available.